Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a boston scientific radio frequency ablation catheter to treat atrial flutter a conduction abnormality was observed, there was dysfunction of the sinus node. No information regarding the completion status of the procedure, the patient's outcome, innervations required for the sinus node dysfunction, or the return availability of the device, or the name of the initial reporter were provided.